Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous distal left circumflex artery (lcx). While performing a percutaneous coronary intervention, an attempt to place a 24 x 2.25mm promus premier was made; however this device came into contact with an unspecified implanted stent in the left main trunk (lmt) and failed to cross. A guidezilla was used for support but the device was still unable to cross the lesion. Upon removal, it was noted that the stent strut was lifted and flattened. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the distal portion of the crimped stent were distorted, damaged & stretched distally out over the distal markerband. This type of damage is consistent with resistance being experienced during withdrawal. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous distal left circumflex artery (lcx). While performing a percutaneous coronary intervention, an attempt to place a 24 x 2.25mm promus premier was made; however, this device came into contact with an unspecified implanted stent in the left main trunk (lmt) and failed to cross. A guidezilla was used for support but the device was still unable to cross the lesion. Upon removal, it was noted that the stent strut was lifted and flattened. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is combination product. (B)(4).